Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported to that upon insertion of the lens under the surgical microscope, the doctor noticed some irregularities on the posterior edge of the lens, opposite the haptic-optic junction, 180 degrees apart from each other. There was a delay while the doctor tried to aspirate/rub these "fiber-like or flake-like" asperities without success. The surgery was performed normally. The lens remain implanted. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.